Event description:
The customer reported being in the hospital due lo low blood glucose. The caller stated that he woke up in the middle of night with low blood glucose, and he started to be groggy. The caller stated that the light did not come on, and he was pushing buttons on. The customer went to the bathroom and found that he gave himself 300 grams and 10 units of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.